Manufacturer narrative:
Concomitant medical products: 10012866; 2426-0500; 10ml bd syringe; 1000ml exactamix bag, lot number 60225049, exp: 2022-12-31; 250ml fresenius bag, lot number 10nh9995, exp: 07/2021, lipid injectable. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Race and ethnicity: black/african american. Admitting diagnosis: very high risk acute lymphatic leukemia (all), allogeneic umbilical cord blood stem cell transplant. Relevant history: none.

Event description:
It was reported that the pump infusing total parenteral nutrition (tpn) 960ml (compounded volume of 1,010ml) alarmed ¿infusion complete¿ but when the nurse looked at the bag, it was still full. The tpn was hung on (B)(6) 2020 at 2130, programmed to run at 62ml/hr for 15 hours and then 30ml/hr for 1 hour. The ¿infusion complete¿ alarm occurred at the end of the 15-hour infusion and the pump indicated that the volume infused was 930ml. It was then reported that the patient was harmed as the tpn was not infused as intended and required electrolyte boluses. Since the event, the pump was monitored every one to two hours because the patient¿s fluid intake and output¿s had to be correct. Further investigation by the customer revealed that the fluid drop was absorbed back into the bag, which again occurred when the event was recreated using the same tubing and pump. The pc unit had 3 attached modules with the following infusions: syringe module infusing cyclosporine 22mg/8.8ml dextrose 5% in water running over 24 hours; pump module "b" infusing the tpn infusion previously mentioned; and another pump module infusing smoflipid 250ml at 14.7ml/hr over 17 hours.

Manufacturer narrative:
Additional information: d.11. The customer¿s reported complaint of an under infusion was confirmed. Based on a log analysis results, the initial programming of IV fluids was restored on (B)(6) 2020 at 9:47 pm, suspected to be the incident tpn infusion, programmed at a rate of 62ml/h. The infusion continued to infuse until completing (kvo) at 12:53 pm. At 12:56 pm, the vtbi was updated to 30ml and the infusion was restarted. The infusion continued until the pump was channeled off at 1:16 pm, stopping the infusion. A 1-hour rate accuracy test, utilizing the timed rate accuracy test method failed to pass. Further investigation into the failure identified the pump module installed with a non-bd bezel containing damaged internal bezel bosses. Customer¿s use of repair, service parts or disposables that have not been approved by bd for the alaris system is at the customer¿s own risk and patient risk, and may void the product warranty provided by bd. If non-bd parts are used for the maintenance, repair or operation of your bd equipment, those parts have not been validated by bd to be used within the alaris system medical devices. Previous investigations have shown damaged, separated bezel bosses directly associated to under infusions. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 06oct2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 26jun2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the customer¿s experience with an under infusion was determined to be attributed to the use of a non-bd bezel, having damaged, separated bezel bosses.

Event description:
It was reported that the pump infusing total parenteral nutrition (tpn) 960ml (compounded volume of 1,010ml) alarmed ¿infusion complete¿ but when the nurse looked at the bag, it was still full. The tpn was hung on (B)(6) 2020 at 2130, programmed to run at 62ml/hr for 15 hours and then 30ml/hr for 1 hour. The ¿infusion complete¿ alarm occurred at the end of the 15-hour infusion and the pump indicated that the volume infused was 930ml. It was then reported that the patient was harmed as the tpn was not infused as intended and required electrolyte boluses. Since the event, the pump was monitored every one to two hours because the patient¿s fluid intake and output¿s had to be correct. Further investigation by the customer revealed that that the fluid drop was absorbed back into the bag, which again occurred when the event was recreated using the same tubing and pump. The pc unit had 3 attached modules with the following infusions: syringe module infusing cyclosporine 22mg/8.8ml dextrose 5% in water running over 24 hours; pump module "b" infusing the tpn infusion previously mentioned; and another pump module infusing smoflipid 250ml at 14.7ml/hr over 17 hours.